Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the tortuous and calcified distal right coronary artery (rca), a balance middleweight (bmw) hydro guide wire was advanced across the lesion with minimal resistance and no force was applied. Reportedly, when the bmw hydro guide wire was being backed out, the tip of the guide wire was noted to be separated in a smaller distal branch of the rca due to radiopacity. The guide wire was withdrawn from the patient anatomy without resistance and it was confirmed that the tip was missing. No attempts were made to retrieve the separated tip; therefore, it remains in the patient. A new bmw guide wire was advanced, dilatation was performed and a xience v stent was implanted successfully to treat the target lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip separation was confirmed. The reported physical resistance with the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, dimensional measurements, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.